Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Noise coming out of the right side of the chair and he states that when the chair is driving it is veering to left.